Manufacturer narrative:
The insulin pump passed displacement test, self test, off no power test, unexpected restart error test, rewind and basic occlusion test. The insulin pump was unable to prime during prime test due to moisture damage on the force sensor resistor. Analysis was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. No software error alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked display window, cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call that they received software error alarm. The customer also reported that they had to reset the time and date and rewind the insulin pump. The customer's blood glucose was 85 mg/dl at the time of incident. The customer stated that a temporary basal was programmed before the unexpected restart alarm occurred. The customer was assisted in performing self test and the insulin pump passed. The customer's blood glucose was 328 mg/dl at the time of call. The insulin pump was returned for analysis.